Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. A lead fracture was suspected but not confirmed. Reprogramming was performed. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. A lead fracture was suspected but not confirmed. Reprogramming was performed. No adverse patient effects were reported. At this time, this lead remains in service.